Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The xtr mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with mr grade of 3. Echocardiogram imaging was challenging (blurry). The first clip was implanted without issues. To further reduce mr, a second mitraclip delivery system (cds) (00121u152) was advanced to mitral valve. After several grasping attempts the anterior mitral leaflet would not remain captured. After retracting the cds to the atrium it was observed that one of the grippers was no longer lowering, though it worked fine during prep and the during the first grasping attempts. The cds was removed and was replaced. Cds (00324u214) was implanted without issues; however, the clip detached from the anterior leaflet and remained attached to the posterior leaflet/slda. Mr increased to 3+ and tissue damage occurred. There was no more space on the valve for additional clips; therefore, no more clips were attempted. The patient will be observed, and surgical valve replacement will be considered. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported gripper actuation issue was not confirmed via returned device analysis as the grippers functioned as intended.. The reported poor positioning failure could not be replicated in a testing environment as it was related to procedural (operational) circumstances. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported gripper actuation issue resulting in positioning failure cannot be determined. The poor image resolution is related to the echocardiogram imaging being challenging (blurry), and thus related to procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na